Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There was no excessive, no delivery alarms notes. The device functioned properly. The pump was received with cracked reservoir tube lip, no moisture damage on the motor assembly or electric assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer's current blood glucose level was 479mg/dl. Troubleshoot was conducted. The customer states the presence of crystals in the drive support cap. The customer was advised to discontinue use of the device, and that it would have to be returned and replaced.